Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2017. Upon review of the stored electrograms, the implantable cardioverter defibrillator exhibited episodes of post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were suggested.